Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 12. Details of surgery: ridge augmentation. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.